Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse( field service engineer) was on site to investigate the issue. It was found that the inspiratory and expiratory pressure transducer pcb (printed circuit board) had to be replaced. However, the customer did the service themselves and no logs or parts were provided for our further investigation. Due to lack of information, the root cause of the faulty pcb could not be established.

Event description:
Manufacture ref.#:(B)(4).